Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 599 mg/dl at the time of incident. Customer wanted to turn off the bolus wizard. Customer was suggested to call healthcare professional and to call back for troubleshooting. Customer reported that they will visit to emergency room now. The insulin pump will not be returned for analysis.